Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced adhesive issue with extended infusion sets. Infusion set fell off during use before 7 days. Patient reported tape not sticking. No further information available.